Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. As the evaluation is in progress, the exact cause of the reported event could not be conclusively determined at present. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that as a result of routine microbiological testing by the user facility, the subject device tested positive for pseudomonas aeruginosa and unspecified microbe. The number of microbes and the portion of the subject device, where the microbes were detected, had not been reported. The subject device had been reprocessed using an olympus automated endoscope reprocessor model oer-4(not available in the USA). There was no report of patient infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the evaluation result of the subject device. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Following abnormalities were detected in the evaluation. The angulation range narrowed. There was a play in the movement of the angulation control knob. The up/down angulation lock mechanism did not work properly. The adhesive of the bending section rubber and the light guide lens was damaged. The control section was damaged. The objective lens was damaged. The distal end cover was crushed. The insertion section was scratched. There was no malfunction in the biopsy/suction channel and other parts of the subject device. The exact cause of the reported event could not be conclusively determined. The subject device is planned to be repaired. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code" and "PMA/510(k) number".